Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device fault was due to a faulty top case component. The lcd module was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device top case assembly was returned to the resmed design house for an extensive engineering investigation. Functional testing confirmed that the touch screen was inoperable. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to physical damage to the touch screen. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).